Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown. The gastric stimulator was turned off and patient followed up with them at their last visit and said they were fine. The issue was resolved. The patient did not experienced urinary retention prior to device. The issue was resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had a gastric stimulator put in. Patient said they had to turn their device off for the gastric implant surgery. After the surgery, the patient said they didn't turn their device on right away so they wouldn't have to go to the bathroom and be there longer. When the patient got home about 4-5 days later, they turned their ins on and their gastric stimulator implant shocked the crap out of them. Patient was trying to turn the device off real quick. Patient turned the stimulation down about half. The second time they turned it on, they hit the button really fast and turned it down to 1.0 or something and it didn't shock them the second time. Patient called the company for their gastric stimulator and they told the patient not to mess with their device until they figure out why it did that. The patient was miserable because they had the pressure to pee but it wasn't coming out properly because they needed their device right. Patient also mentioned that they have severe interstitial cystitis and their device had been a godsend for them. Patient stated they are seeing gastric stimulator doctor next week. Agent reviewed that patient services can't give recommendations on other implants. Agent reviewed following directions from doctor and gastric stimulator company.